Event description:
Information received indicates the bed alarmed when buttons on left siderail were pressed (error code 30-33), due to fluid ingress on left siderail ucm circuit board.

Manufacturer narrative:
The technician replaced the left siderail ucm circuit board to repair the bed.